Event description:
It was reported that the patient experienced altered mental status and presented to the emergency room. There was ventricular undersensing noted on electrogram episodes, along with low r-waves. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.